Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of the implantable pulse generator (ipg) was less than anticipated. The ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A replacement procedure for the ICD has been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ICD was replaced.